Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section unique identifier (UDI) # d-4 : from " (B)(4)" to "(B)(4)." The device was returned to the factory for evaluation on 09/11/2024. An investigation was conducted on 09/30/2024. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and twisted away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The DHR shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000346931 history record review was completed. There was a ncmr , rework, or deviations documented for the reported lot number.based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6: medical device ¿ problem code corrected from "1069" to "2981". D4: unique identifier (UDI) # corrected from (B)(4) to (B)(4).

Event description:
N/a.

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, vasoview hemopro 2 tip was broken upon opening kit; the wire separated from the rest of the jaw. A new device was opened to perform the procedure. There was no delay. There was no patient harm. Photo provided by complainant shows the jaws of the device with no evidence of blood with the metal wire partially detached from the device.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.